Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using a starclose device with a 6f sheath after a diagnostic procedure. Reportedly, the clip fired before trigger was pressed. The clip remained at the distal end of the sheath. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.